Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose has exceeded 400 mg/dl for the past 10 days. The patient experienced frequent urination and he did not feel well. Troubleshooting was initiated for the high blood glucose. The customer changed the infusion set and treated with the insulin pump. The customer mentioned that one time there was a possible insulin leak but he could not determine where it was coming from. There were otherwise no apparent anomalies with the device; however, a high pressure test could not be performed due to lack of a tubing clamp. The customer also mentioned receiving a motor error alarm. The drive support cap appeared normal. The customer was able to rewind successfully. The insulin pump will be returned for analysis.